Event description:
It was reported that the screw went through easily in the hole. During insertion of the va screws in the plate by hand, the surgeon used the guiding block, quick drill sleeve 03.111.000 and tla 0.8nm. He started inserting from the distal va hole to the shaft side and from the ulna to the styloid. He inserted with pressure in the distal side. Because he also inserted by the condylar stabilizing way. When he inserted the va screw in the distal most styloid side by fixation-mode, he could not feel rocking. When he confirmed insertion of the screw, he found the va screw went through easily in the hole. This screw could be removed, but the screw might have been damaged during the removal. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.